Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The hospital reported that t.w. Power supply would have a delay in getting energy to the jaws. At times it would stop sending energy and only have one audible beep while activating energy before stopping. There was some additional bleeding in the tunnel, but the customer was able to complete the procedure. No blood transfusion or additional blood needed. There was no damage to blood vessels. The getinge technican was at the hospital and tested the affected t.w. Power supply with a new adapter cable, new extension cable, and new hemopro 2 kit. The demo power supply worked every time in testing. The getinge technican attached the new cables and hemopro 2 to the customer's power supply and it only beeped once each time he pulled the cautery toggle. It failed to provide continuous energy to the cautery device. The extension cable was replaced first, but the issue persisted. The power supply was then changed, which resolved the problem, and the procedure was completed successfully. There was a delay.